Event description:
It was reported that the customer was hospitalized for dka. The customer's family member stated that the md believes the cause of the event was dka. It was indicated that the customer did not change out the set to resolve hbgs. The contact was educated on the two hbg rule. No further details.